Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 600i clinical chemistry analyzer. The fse inspected the instrument and confirmed sodium (na) calibration adc (analog to digital conversion) values for sample reference level 1, indicated carbon bridge needs to be replaced. The fse while onsite inspected the flowcell and found carbon bridge was contaminated. The fse replaced the flowcell carbon bridge to resolve all issues. No further issues noted after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported generation of false low patient results with negative anion results on the ise (ion selective electrode) module for sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) on their dxc 600i clinical chemistry system. The erroneous results were not reported outside the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.